Event description:
A physician reported that while treating a pt in the nasolabial folds in october of 1999, the adg needle disengaged and the collagen material splattered on the physician. There was no injury to the physician or the pt. No medical or surgical intervention was required. The syringe was discarded.